Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump that encountered a pump head mechanism issue; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Upon further review of this complaint it was discovered that failure code 808:02 is already being addressed in (B)(4), report number 6000001-2011-18144.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.